Event description:
Device 1 of 2; reference MFR report#1627487-2019-02371.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 1 of 2: reference MFR report#1627487-2019-02371. It was reported that the scs system was explanted. The reason for the scs system explant is unknown.